Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery went dead and beep was also low. Customer stated insulin pump did alarm to put in a new battery. Customer stated that they tried new battery and cleaned the port still insulin pump did not come on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.